Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had flickered image. The issue occurred during a diagnostic gastric and duodenal fiberscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Geriatric medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.